Event description:
The patient developed a bacterial infection that originated from a recent implantable neurostimulator replacement. The patient was admitted to the hospital for treatment of the infection. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.